Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During a presentation at a neurosurgeon expert meeting, the surgeon stated that he had one case involving a lead malfunction in a patient with multiple issues.